Event description:
Initial zenith aaa repair was performed in 2004. Due to a proximal type I endoleak, a main body extension was deployed at the proximal sealing stent. Endoleak was noted to have been resolved at the conclusion of the procedure. Upon returning for a subsequent follow-up exam, it was noted that the main body extension appeared to have either buckled on itself in an inward fashion, or that a suture had come undone and that one of the stents was flopping into the lumen. Consideration was given determining what interventional measures needed to be pursued and another MFR's stent was placed at a later date to resolve this issue.